Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted an error code. Functional tests included use testing. A battery was inserted into the pump and the pump was powered up. The pump displayed an error code alarm message when the prime key was pressed. It was noted that the pump had a loose motor case that caused the error code. The motor case was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to a loose motor case.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.